Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated diminished right ventricular sensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that  the right ventricular (rv) lead exhibited loss of capture, high thresholds and a variation in r wave amplitude trend. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.